Manufacturer narrative:
Investigation results: the complaint that the needle did not retract could not be confirmed from the 18g insyte autoguard that was provided for investigation. The needle was received fully retracted within the shield. An examination of the returned sample revealed no damage or defects that would contribute to the reported event. Although the returned sample and manufacturing records do not support the complainant¿s description of the reported event, the complaint has been documented and will continue to be monitored as part of ongoing efforts to identify potential manufacturing related issues.

Event description:
No additional information.

Event description:
It was reported that bd insyte autog bc needle did not fully retract. The following information was provided by the initial reporter: ¿IV catheter was inserted into patient's vein. When o pressed the button to retract the needle it did not fully retract. I tried to pull it out, but it was stuck on something. Ended up having to pull the catheter out bc blood was pouring out of the IV even with the needle still in.¿

Manufacturer narrative:
H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.